Event description:
It was reported that the user accidentally announced a smaller-than-usual meal on the ilet, after which the caregiver provided a smaller meal and contacted support for guidance. There were no reported symptoms or changes in blood glucose. Outcomes included no alerts, alarms, or clinical impact. Investigation included troubleshooting and education, with guidance to avoid additional meal announcements and allow the system to manage glucose levels. Investigation of this case revealed user error related to incorrect meal size entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.